Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), noise was observed on the right atrial (ra) channel with a non- boston scientific ra lead. The physician removed the device and confirmed the lead was secure in the header, which it was noted to be secure. The physicianl unscrewed the setscrew, removed the terminal pin, and reinsterd. No further noise was noted. No adverse patient effects were reported.

Manufacturer narrative:
All available information indicates that this product remains in service. This investigation will be updated should further information be provided.